Manufacturer narrative:
Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and pump received with scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 538 mg/dl. Customer also reported crack on battery compartment. The customer experienced symptoms such headache. The customer was treated with manual injection. The insulin pump is not expected to be returned for analysis.